Event description:
A critically ill ventilated patient was receiving an insulin infusion-regular insulin 100 units in 100ml; 1 unit per ml-utilizing an alaris point of care unit 800 series pcu/pump module v7.x. Blood glucose was being monitored on an hourly basis with an accucheck using blood drawn via an arterial line. Blood glucose values continued to increase during the day, despite increasing the infusion rate. Blood glucose levels eventually reached above 300, with an infusion rate of 30ml/hours-30 units/hour-of regular insulin. The night shift rn realized the insulin medication bag was the same one she had hung at 0500 on her previous shift and that the bag was still full and proceeded to check the bag, tubing and infusion device. When the "volume infused" indicator was cleared and a new "volume to be infused" entered and monitored, the pump indicated that the desired volume had infused. When the pump module door was opened, a piece of plastic fell off near the latch hinge. The latch and pressure plate-?- fell off. The infusion device had failed to alarm at any point during this malfunction. It appears that no insulin was infused during the day and part of the night shift.